Event description:
The patient was reported to be hospitalized and had experienced withdrawal-like symptoms, pain, increased spasticity, underdose symptoms, a burning sensation on their skin, and less than 50% therapy relief. The patient was noted to be alive and with injury as of the date of this report. The patient was reprogrammed, their dose was increased, and they were scheduled to see their physician once discharged. The medication used within the system was lioresal. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: it was reported that the patient was receiving effective therapy. The patient had not presented to the office for almost 3 weeks and stated that she was much better.